Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #2 submitted 08/05/2015: the device was returned to animas and evaluated by product analysis on 07/20/2015 with the following results: testing was unable to investigate the inaccurate delivery complaint, as the pump information for the complaint date has been overwritten due to continued use of the pump. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unrelated to the event, the display is dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. Customer support has made several attempts to contact the consumer to acquire additional information. There is no further information, regarding the complaint, available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Correction follow-up #1 - correction: a review of the complaint record indicated that the patient had been hospitalized about one year ago, with a blood glucose (bg) of 1006 mg/dl. Customer support was unable to review pump for data going back this far, so unable to rule out pump as a contributing factor. This complaint is now being classified and reported as product complaint with an adverse event.